Event description:
During a laparoscopic right simple nephrectomy, the endo-gia vascular stapler with load was inserted and misfired, resulting in right renal artery laceration. Intra-op consult to surgery: surgeon called in to repair the laceration.from the urologist notes: an endo gia vascular stapler with load was used to take down both ureters and vascular structures associated with them. We isolated the hilum above and below and an endo gia 45 mm stapler with load was inserted, was fired successfully across the upper line but, the lower line or medial line adjacent to the vena cava and aorta did not fire and the renal vein and artery were wide open. This was immediately compressed with fingers. We maintained control with finger compression. The next step was to call the dr. Who was able to come within the matter of minutes. The situation was assessed. We tried to control this with small clips, this was not successful. We then placed a second handport in the anterior costal line and put two hands in side and a second 12 mm port was placed in the right lower quadrant. The unsuccessful clips were removed and the failed stapler line was caught and a second endo gia stapler load (in original stapler) fired and successfully hemostasis was achieved at this point. We then continued with 45 mm endo gia 2 mm vascular stapler loads to the upper pole hilum and this was controlled. All remaining attachments to the kidney were taken down with the harmonic scalpel and once the kidney was removed and hemostasis was achieved, the dr. Then did part of the procedure. Surgeon repaired the right renal artery laceration, with no further bleeding noted.the patient remained hemodynamically stable throughout the procedure. Urologist notes: although this was quite a potentially dangerous situation and this was recognized immediately intraoperatively and the situation controlled immediately. Note from surgical tech: the reprocessed stapler gia reload was a roticulator 4.5 2.0. When fired, tissue started falling out of gun before releasing the jaws. Once released, we could see 1-2 unfired staples laying there and the vessel wide open. No other staples were seen.

Event description:
During a laparoscopic right simple nephrectomy, the endo-gia vascular stapler with load was inserted and misfired, resulting in right renal artery laceration. Intra-op consult to surgery: surgeon called in to repair the laceration.from the urologist notes: an endo gia vascular stapler with load was used to take down both ureters and vascular structures associated with them. We isolated the hilum above and below and an endo gia 45 mm stapler with load was inserted, was fired successfully across the upper line but, the lower line or medial line adjacent to the vena cava and aorta did not fire and the renal vein and artery were wide open. This was immediately compressed with fingers. We maintained control with finger compression. The next step was to call the dr. Who was able to come within the matter of minutes. The situation was assessed. We tried to control this with small clips, this was not successful. We then placed a second handport in the anterior costal line and put two hands in side and a second 12 mm port was placed in the right lower quadrant. The unsuccessful clips were removed and the failed stapler line was caught and a second endo gia stapler load (in original stapler) fired and successfully hemostasis was achieved at this point. We then continued with 45 mm endo gia 2 mm vascular stapler loads to the upper pole hilum and this was controlled. All remaining attachments to the kidney were taken down with the harmonic scalpel and once the kidney was removed and hemostasis was achieved, the dr. Then did part of the procedure. Surgeon repaired the right renal artery laceration, with no further bleeding noted.the patient remained hemodynamically stable throughout the procedure. Urologist notes: although this was quite a potentially dangerous situation and this was recognized immediately intraoperatively and the situation controlled immediately. Note from surgical tech: the reprocessed stapler gia reload was a roticulator 4.5 2.0. When fired, tissue started falling out of gun before releasing the jaws. Once released, we could see 1-2 unfired staples laying there and the vessel wide open. No other staples were seen.